Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. However, the pump was still responsive. The customer was unsure how the pump screen became cracked. The customer's blood glucose level was not impacted due to the touch screen issue. Reportedly, the customer will use the pump to continue insulin therapy.